Manufacturer narrative:
B3 - date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a portion of the cassettes exhibited leakage from the tubing outlet after filling, despite the clamp being applied correctly. The leakage occurred shortly after filling and disconnection of the coupling. The issue has been consistently observed in productions from winter 2025 to present. There were no patient involvement and no harm/adverse event reported.